Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1005, indicative of shocking into an open circuit. The system had a history of exhibiting high out of range shock impedance measurements of greater than 125 ohms and code 1005 was declared after a test shock prior to a procedure. Surgical intervention was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.